Event description:
It was reported that a cartridge change error occurred due to the cartridge being loaded incorrectly. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A new cartridge was loaded to resolve the issue. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.